Manufacturer narrative:
Literature citation: bassuner jk, rice dc, antonoff mb, et al., 2017. Polytetrafluoroethylene or acellular dermal matrix for diaphragmatic reconstruction? Annals of thoracic surgery (1-5). Lot numbers and patient information have been requested from the physician, however the physician responded that information is not available.

Event description:
An online article published 3/30/2017 from the annals of thoracic surgery, titled "polytetrafluoroethylene or acellular dermal matrix for diaphragmatic reconstruction?", noted 7 patients who underwent a tumor resection that included a complete or partial diaphragmatic resection using gore® dualmesh® biomaterial. The patients developed a perioperative pleural infection which required removal of the device.